Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left pulmonary artery using ruby coils, a non-penumbra microcatheter, and a parent catheter. During the procedure, after flushing the devices, the physician encountered resistance while advancing the first ruby coil through the middle of the microcatheter. Therefore, the ruby coil was removed. The procedure was completed using two non-penumbra coils, the same microcatheter, and the same parent catheter. There was no report of an adverse effect to the patient.